Manufacturer narrative:
Additional information was received that approximately nine years and three months after the melody valve was implanted, increased gradients of 49 mmhg were noted. An angio indicated natural overgrowth of the pulmonary artery and compression of the melody valve. Subsequently, a valve-in-valve was performed. No additional adverse patient effects were reported. New information is included in section a.4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a conclusive cause of the high gradients cannot be determined. Based on the risk document, incomplete leaflet opening is a potential failure mechanism which could lead to high gradients. Pannus overgrowth and calcification would be the common causes for this failure mechanism. In this case, it was reported that an angiogram indicated natural overgrowth of the pulmonary artery and compression of the melody valve. The reported valve compression could potentially indicates narrowing of the valve. Without the failure mechanism and the return of the valve for analysis, a root cause of the high gradients and the relationship with the valve compression cannot be determined. A review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process could impact this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. With the limited information available, a detail assessment regarding the reported issues cannot be performed. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years and three months following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.